Manufacturer narrative:
Event date: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked at the seal between the injection port and the drop connection. This event occurred after the bag had been filled with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video revealed a leak at seal level between the injection point and drop connection. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.